Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error alarm. Moisture damage was also found on the motor and force sensor during visual inspection. The pump was also received with the case cracked behind the pump near the battery compartment and cracked battery tube threads.

Event description:
Information received by medtronic indicated that the battery compartment had crack. Customer stated the reservoir lip ring did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.